Event description:
N/a

Manufacturer narrative:
It was reported that during deployment the shaft of the delivery system had become kinked and the imaging showed the navitor valve appeared "to have become caught on the annulus and was possibly everted" and flipped up in the cine image. The device assessment could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the procedural conditions may have contributed to the reported event. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant with a large flexnav delivery system. During deployment, it was noted the shaft of the delivery system had become kinked. Imaging also showed that the 29mm navitor vision valve appeared "to have become caught on the annulus and was possibly everted" and flipped up in the cine image. A decision was made to remove and replace both valve and delivery system. A second new 29mm navitor vision valve with a large flexnav delivery system was used to continue the procedure. There were no adverse patient consequences and no health damage reported. The patient status was reported stable.